Event description:
Follow up information received from the patient reported that they could not remember if this manufacturer¿s product was used in the trial or not. It was noted that the patient thought that the entire lead component had been removed at the end of the trial and could not recall any further details regarding the event.

Event description:
It was reported the patient had a spinal cord stimulator trial ¿a long time ago¿ and during the trial the lead broke off inside of them. The reporter stated they would not let them replace the lead. It was noted the patient was unsure who the manufacturer was. The reporter stated that a lot of healthcare professionals have had their hands in their spine and no one would take responsibility for it. It was noted the patient was concerned about the effects that the oral medications are having on their body. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician. (B)(4).